Event description:
It was reported patient underwent hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision cup loosening. Radiographs were reviewed and indicated polyethylene wear. Attempts have been made and additional information is on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was to be confirmed by review of medical x-rays. Radiographs indicated the asymmetric positioning of the femoral head in the acetabular cup is consistent with polyethylene wear. No ap pelvis film was provided to measure the acetabular inclination angle; visually, the acetabular cup is vertically oriented, predisposing the patient to dislocation. There were no signs of loosening or radiolucency and no indications of subsidence, subluxation, corrosion, or osteolysis. Device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical product(s): item# unknown/ unknown head / lot # unknown; item# unknown/ unknown stem / lot # unknown; item# unknown / unknown liner/ lot # unknown.

Event description:
It was reported patient underwent hip arthroplasty on an unknown date, subsequently the patient underwent a revision due to cup loosening. Attempts have been made and additional information on the reported event is unavailable at this time.